Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited a b30 communication issue. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is d02: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope gave an error code b30 and its showing any display for airways. The issue was found during set up for an unspecified procedure. No harm reported,

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.